Manufacturer narrative:
Investigation results: the ipg and leads were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing loss of stimulation due to difficulty in charging the implantable pulse generator (ipg) following a non-device related procedure. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.

Event description:
It was reported that the patient was experiencing loss of stimulation due to difficulty in charging the implantable pulse generator (ipg) following a non-device related procedure. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7129440, UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7131463, UDI: (B)(4).